Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states that the left walking beam appears to be bent and the left casters do not hit the ground.